Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 (mg/dl). Customer suspended insulin delivery and consumed orange juice to treat low bg levels. Reportedly, the customer is fasting due to an upcoming surgery and therefore declined troubleshooting with tandem technical support.

Manufacturer narrative:
.